Event description:
It was reported that a device alarmed for a door not fully latched message during a pts therapy. The customer stated that as soon as the device alarmed, it was immediately swapped out with another one and the pts therapy was completed. There was no pt injury or incident with this device.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the door not fully latched messages were caused by force required to secure the door being above expected levels. Further evaluation found that the door hooks and latch pins were out of tolerance. The door hooks and latch pins were replaced.